Manufacturer narrative:
The patient complained of pocket site pain following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, it was not device related.

Manufacturer narrative:
(B)(4).

Event description:
The patient complained of pocket site pain. The site is healing well with out redness or swelling. This is all of the information available at this time. Should additional information become available, this event will be updated. Device remains actively implanted.